Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port with bd maxzero¿ the catheter was pierced by the needle during use. The following information was provided by the initial reporter: it was reported catheter backs out of vein. After inserting the needle the catheter split off causing a "y" shape under the patient's skin, half in and half out of the vein.

Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
B.5. It was reported while using bd nexiva¿ closed IV catheter system single port with bd maxzero¿ the catheter was pierced by the needle during use. The following information was provided by the initial reporter: it was reported catheter backs out of vein. After inserting the needle the catheter split off causing a "y" shape under the patient's skin, half in and half out of the vein. H.6. Our quality engineer inspected the sample submitted for evaluation. Bd received one used un-retracted unit along with its original packaging. Upon inspection of the received unit it was identified that the needle has pierced through the catheter tubing and that media is present within the catheter and extension tubing. The needle may pierce through the catheter wall during the set together station during manufacturing or during use due to re-cannulating. The presence of media within the device indicates that the defect most likely occurred during application, as venipuncture with the needle pierced through the catheter would be extremely unlikely and the catheter would be unable to insert into the skin resulting in reduced media presence in the throughout the device. The root cause leads to application. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. The reported defect has been confirmed based on the returned unit evaluation. The most likely root cause has been linked to the application. H3 other text : see h.10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system single port with bd maxzero¿ the catheter was pierced by the needle during use. The following information was provided by the initial reporter: it was reported catheter backs out of vein. After inserting the needle the catheter split off causing a "y" shape under the patient's skin, half in and half out of the vein.